Event description:
It was reported that intermittent cartridge alarm occurred during the load sequence. Customer¿s blood glucose (bg) level was 603 mg/dl. Customer administered a manual insulin injection to address elevated bg. Customer reverted to an alternate method of insulin therapy.